Event description:
Customer reported a malfunction alarm with a code identified as malf 9. There was no adverse impact to the customer's blood glucose level. After receiving instructions and assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.